Event description:
Patient in operating room for laparoscopic hysterectomy. Suturing had started using covidien v-loc 180. After several "bites" surgeon noticed minute suture needle was gone from suture device. Two surgeons searched in abdomen laparoscopically for several minutes. Top of sterile field searched and magnet roller used on floor to search just to cover all areas. Radiology department called for x-ray. X-ray completed in room while maintaining sterile field. No needle seen on x-ray by radiologist. Intra-abdominal suction had been done prior to x-ray. Unsure if needle could had been suctioned out during search in abdomen. Covidien devices used were v-loc 180, ref (B)(4), lot-n2d0813y and covidien endo stitch suturing device ref (B)(4), lot-j1h2278ey. (B)(4).